Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 474 mg/dl at time of incident and treated with manual injection and current blood glucose level was 147 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that they received insulin flow block during fill tubing. Customer was assisted with troubleshooting for alarm. Customer stated that they replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated the insulin did exit. Customer stated that the insulin pump did not alarm insulin flow blocked. Advice customer the insulin pump was working as designed. The device will not be returned for analysis.